Event description:
Caller reported cgm error 42 and was unable to access their pump charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for performing a complete pump reset, and the customer indicated they would follow up with technical support once they returned home.